Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The delivery system was discarded at the facility post procedure and was not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the exact cause of the event cannot be confirmed, in addition to procedural factors (manipulation of the devices), patient factors (valvular calcification, aortic root calcification, sov calcification) likely contributed to the delivery system balloon rupture during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr, during the deployment of a 26mm sapien 3 valve, upon expanding the commander delivery system, the balloon ruptured. The sapien 3 valve was deployed uneventfully with mild paravalvular leak (pvl) noted. The procedure was completed. No consequence to the patient were reported. Information regarding the native annular diameter was not provided. Mild valvular calcification, moderate native leaflet calcification and calcification of the sinus of valsalva (sov) on the left coronary cusp (lcc) side was reported. Per medical opinion, the calcification of the sov likely contributed to the balloon rupture. The delivery system was discarded by the facility post procedure. The valve remains implanted in the patient.